Event description:
The customer reported that two hrs post vasoseal deployment, the pt sat-up and experienced frank bleeding and a hematoma. The staff was unsure as to whether it was venous or arterial. During the procedure, elevated venous pressures were noted. Manual compression was applied for 15 mins. The groin was assessed and noted to be soft without a hematoma. On 3/30/99 the pt was transferred to another hosp. Upon arrival fem-stop was applied to the groin per the adm physician. A ptca was performed on the same groin using 9f system and reopro was given to the pt. The sheath was pulled and fem-stop was applied. On the morning of 3/31/99 the site was examined with no bruits heard. On 4/2/99 the pt had developed a pseudoaneurysm. Surgical repair was necessary. The physician performing the catheterization procedure was concerned that the hematoma resulted from improper post care assessments of the groin. No further complications were reported.